Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Primary and revision surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibial with articular surface). Based upon the information provided, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.